Event description:
As reported by the user facility: spinal needle broke in patient and had to be surgically removed from the patient. Additional information provided by the facility indicated the needle fragment was removed surgically from the patient without incident. The patient suffered no additional adverse sequela associated with the incident. The sample is being retained by the risk management department and will not be returned for evaluation as initially reported. The facility reported they would take a photo of the sample and send for evaluation. It was later reported that a photo would not be sent for evaluation.

Manufacturer narrative:
The actual device in the reported incident is being retained by the facility's risk management department and will not be returned to the manufacturer to be evaluated. Past incidents of this nature indicated the cannula encountering some type of trauma, such as bone contact, which stressed the part beyond its intended design capabilities. However, without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported lot number. All available information has been forwarded to the actual manufacturer for evaluation.